Manufacturer narrative:
The device was not in use on a patient at the time of the event. The ventilator was swapped at the time of the issue. There was no report of patient or user harm.

Event description:
It was reported to philips that the device went vent inop while in use on a patient. The device was not in use on a patient at the time of the event. The ventilator was swapped at the time of the issue. There was no report of patient or user harm. The customer requested that a philips authorized service personnel (asp) be dispatched to the customer site to provide additional.

Manufacturer narrative:
G4:26may2021. B4:23jun2021. The authorized service personnel confirmed the issue and replaced the power management board. The system fully met specifications after the repair was completed and returned to use.